Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. This event was initially reported to terumo cardiovascular on (B)(6) 2026, with no adverse event identified at that time. However, upon receipt of additional information on may 6, 2026, the event was subsequently reclassified as an adverse event.

Event description:
The user facility reported to terumo cardiovascular that during a vein harvesting procedure, one leg of the plastic guard off the cutter/cautery device broke off. The broken tip separated at the level of the patient¿s left ankle. *product was changed out. *procedure was completed successfully.